Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking post nephrostomy insertion when connection to a drain bag was made. The tube was replaced. To date, additional information regarding the patient and event are unknown. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record review and documentation was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record did not identify an nonconformances that could contribute to the failure mode. Additionally, a search of the manufacturer's complaint database identified no other complaints associated with lot 8641833. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. However, this failure mode is being escalated per internal processes. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.